Event description:
It was reported that a patient using the ilet experienced low blood glucose after dinner, and support instructed the household on changing the ilet glucose target from lower to usual, with subsequent education and troubleshooting completed. Symptoms included hypoglycemia with a reported nadir of 54 mg/dl, duration under 70 mg/dl of approximately 30 minutes, device low glucose alerts, and no loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose without need for assistance, medical intervention, or hospitalization. Investigation included review of the event details and provision of user guidance regarding target settings. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.